Event description:
Patient presented to the physician with ongoing lip and tongue weakness, sore and scratchy throat, and neck swelling. Physician prescribed a muscle relaxant and an anti-inflammatory medication.